Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and sepsis. The cause of peritonitis was not reported. The cause of sepsis was reported as due to peritonitis. It was reported that the patient was hospitalized for the events. Treatment was not reported. The patient outcome was unknown. It was reported that pd therapy was switched to hemodialysis therapy (indefinitely). No additional information was available.